Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that pinch valve lv8 was not fully actuating and was causing a leak at the probe. Pinch valve lv8 controls the probe wipe drain for the waste. The fse replaced pinch valve lv8 and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was at the probe of the instrument. The volume of the leak was about 1 cc and was not contained within the instrument. The operator was not wearing personal protective equipment when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.